Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient has itching and twitching when he bends down from standing. Patient reported that he has not had this with the last two devices. Patient asked if this was normal. Device is still in use. No patient complications have been reported as a result of this event.